Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Healthcare professional reported "suspected damage to the implant", ¿implant injury¿, "capsular contracture baker grade ii¿ and ¿spontaneous breast pain" via ultrasound and MRI. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "suspected damage to the implant", ¿implant injury¿, "capsular contracture baker grade ii¿ and ¿spontaneous breast pain" via ultrasound and MRI. This record is for the left side. Device was explanted. Device has been returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device was explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6), phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected damage to the implant", ¿implant injury¿, "capsular contracture baker grade ii¿ and ¿spontaneous breast pain" via ultrasound and MRI. This record is for the left side. Device remains implanted.